Event description:
It was reported that the rigid video scope, had a crack in the cover glass and there was interference (noise) in the connector. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of noise in the connector was confirmed. The failure of crack in the cover glass was not confirmed. In addition, the distal end of the insertion section had contour sharpness. A definitive root cause could not be identified of the failures. However, based on the results of the investigation, the charged coupled device (ccd) was broken and therefore a noise in the image occurred. It is unknown what caused the ccd to fail. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.